Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, the patient experienced a loss of connection between smart device and transmitter. Dexcom representative advised the patient to remove all bluetooth devices paired to their smart device, disable the bluetooth, close all background applications, and reset the smart device, which was successful. No additional patient or event information is available.